Manufacturer narrative:
Evaluation of the returned unit confirmed the reported issue of the alarm not sending a signal to the nurses station due to a damaged nurse call receptacle. This loss of functionality could result in the alarm failing to alert the caregiver of a patient exit. Based on the age of the device, it is likely the cause is expected normal wear and tear. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. The instructions for use state always test alarm and nurse call function prior to leaving the patient unattended. Activate the alarm (remove pressure from sensor, unfasten chair belt sensor, or remove magnet from face plate) and make sure the nurse call light for the proper bed and room activate in the hall and at the nurse¿s station. Do not use the alarm, sensor or magnet if it does not activate each time weight is removed from the sensor, the chair belt sensor is unfastened, or magnet is removed from face plate. Replace alarm and sensor with working units and retest before leaving the patient unattended. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warrant. (B)(4).

Event description:
Customer reported the alarm is not sending a signal to the nurses station. Unit was tested with a known working nurse call cable. The date the issue was discovered is unknown and no patient incident or injury was reported.